Manufacturer narrative:
Product event summary: the lead was returned for analysis but this is not yet complete, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular (rv) lead. It also indicated the criteria for the right ventricular lead integrity alert were met, pacing capture threshold in the rv was elevated, and there was oversensing due to non-physiologic signals/sic (sensing integrity counter). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that about one month after implant the patient's right ventricular (rv) lead showed high pacing threshold. Within the next two weeks, the high threshold remained evident along with a lead warning for high rate non-sustained tachycardia episodes and an elevated sensing integrity counter (sic). The rv lead was then explanted and replaced with additional indications of decreased r-wave amplitudes. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. The helix of the lead was extrinsically bent. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.